Event description:
According to the initial report received, on 27 july 2020, subject (B)(6) underwent a vascular implantation procedure as part of the protect post-market study at (B)(6). On (B)(6) 2025, subject (B)(6) experienced a vascular adverse event described as chronic aortic expansion in zone 3. The event is currently ongoing. The adverse event was assessed as serious, as it resulted in a significant deterioration in health requiring medical or surgical intervention to prevent permanent impairment of a body structure or function. There was no reported device malfunction or performance deterioration. However, the event was considered as one that could potentially lead to death or serious deterioration in health if suitable intervention had not occurred. Causality assessment indicated a possible relationship to both the amds device and the implantation procedure. A relevant pre-existing condition, debakey type a dissection, was identified as a contributing disease factor. The study subject remains in follow-up, with the event outcome documented as ongoing at the time of reporting. This investigation is relegated to amds-55-55-de, lot c2458745c, involving subject (B)(6), with an allegation that the device is possibly related to the reported adverse event of chronic aortic expansion in zone 3, representing progression of the underlying aortic pathology.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.